Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that some kind of problem occurred in the printed circuit (dp) board of the concomitant device, due to long-term use. The event can be prevented by following the instructions for use which state: "the service life of the products shall be six years after shipment (after delivery)." Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3002808148-2024-01835.

Event description:
It was reported, the xenon light source image was not displayed. The issue occurred during preparation for use that was completed with a similar device. There were no reports of patient harm.